Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, the lens was noticed to be scratched or cracked. Surgeon threw away lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in a.1., a.2., a3.a., a.4., b.3., b.5., d.10., h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated the procedure was completed on the same day with no patient contact and no patient harm.